Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed a crack on the bottom case, top case and right plunger case, and the battery missing. The event history log confirmed the occurrence of ¿check clutch plunger lever¿. Functional testing was able to replicate the reported issue; check clutch error was found during occlusion testing. The root cause was determined to be a combination of lead screw and both clutch halves that were found old, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a travel course error. It was unknown if the event occurred during testing or in use with the patient. Patient involvement is unknown. "No patient harm" has been reported at this time.